Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hub separation occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "consumer reported needle hub separated and stayed inside of the shield before injection."

Event description:
It was reported that hub separation occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "consumer reported needle hub separated and stayed inside of the shield before injection."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: customer returned one (1) loose 0.3ml bd insulin syringe. Consumer reported needle hub separated and stayed inside of the shield before injection. The returned syringe was examined and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9112704. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were three (3) notifications [200821671, 200821662, 200821922] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated. H3 other text : see h.10